Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to verify the reported issue but was unable to duplicate it. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would intermittently powering off. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.